Event description:
It was reported that the patient was taken to the hospital due to pain. The patient was diagnosed with aneurysma spurium on the right groin. The event was noted to be procedure related. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).